Event description:
On (B)(6) 2008, the pt underwent repair of an abdominal aortic aneurysm and was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2010, the pt underwent a repair of a proximal type I endoleak and was implanted with a gore excluder aaa endoprosthesis aortic extender component. A persistent type ii endoleak remained.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.